Manufacturer narrative:
Manufacturing date -- november 12, 2016 ¿ november 14, 2016. The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed with no issues noted. A flow rate test was performed with no issues noted and device was within specification. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor underinfused. The reporter stated that after 19 hours of patient infusion, the flow rate of the device slowed. Only 2ml of solution was reported to have infused in the following six hours. The device was attached to the patient for the expected therapy time of 46 hours; however, it was unknown whether all the solution had infused at the end of the expected therapy time. The device had been filled with fluorouracil in normal saline solution to a total fill volume of 100-105ml, and the reporter stated that fluid flow was confirmed during priming. There was no report of patient injury or medical intervention associated with this event. No additional information is available.